Event description:
The event is reported as: the et tube seemed to have a small crimp or ridge just above the beveled end making it unable to pass a suction catheter through the et tube. The defect was discovered during pre-testing. No report of patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend relating complaints.